Manufacturer narrative:
Eviva disposable received and tested , visual inspection was performed, the disposable looked as intended, no kinks were found in the tubings, nor cracks or damage in the disposable and no missing components. Functional testing was also performed, the device passed set up and test, passed biopsy test, saline was visible and canula was capable of being fired 5 times with the remote valve. Inner cannula was able to open and close and the device sounded as usual. No leaks were found and suction worked as intended.tissue acquisition test was performed and the device worked as intended. Hence the complaint can not be confirmed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy procedure, after taking several specimen, the patient complained of pain in the breast and the samples being cut were smaller than before. After drawing the needle back and out of the breast, the tip of the needle was noted to be "bent or even twisted." No serious injury reported and no medical intervention was required. This event occurred in (B)(6) 2021, but was not reported by the customer to hologic until (B)(6) 2021.